Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer, tracy griffiths, reported that prior to implanting the device, it was noticed that the wire that goes round the outside of the cup was loose. The customer reported that another identical device was immediately available to complete the surgery and therefore there were no adverse consequences or delays to surgery.

Manufacturer narrative:
An event regarding a loose x-ray marker wire involving an exeter rimfit liner was reported. The event was confirmed. Visual and dimensional inspection was performed on the returned cup and wire. Visual inspection confirmed the reported event of a loose x-ray marker wire. The x-ray wire was located out of the polar groove and was rotated. The wire was sitting proud of the cup. Both of the equatorial wires were in the incorrect grooves. All relevant features inspected dimensionally were within specification. Device history review for the reported lot was satisfactory. Complaint history review determined that there were no other similar events for the lot reported. The reported event was confirmed upon inspection of the returned component. Dimensional inspection was performed on the returned cup and wire. All relevant features inspected were within specification. The DHR for the reported lot was reviewed, including the inspection guide sheet and found that all 24 pieces in the lot were released to specification. The igs record included several inspections of the wire position and a go/no go gauge test which can only be performed when the wire is in position; if the wire had not been positioned correctly this inspection step could not have been performed and the part would not have passed the inspection criteria. The investigation concluded that the part was assembled correctly and passed all the required testing. No issues were identified during the investigational process that could have contributed to this failure. It is not known how or when the x-ray marker wire became loose and rotated. No further investigation for this event is possible at this time.

Event description:
The customer, (B)(6), reported that prior to implanting the device, it was noticed that the wire that goes round the outside of the cup was loose. The customer reported that another identical device was immediately available to complete the surgery and therefore there were no adverse consequences or delays to surgery.